Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was not reported that that the pump battery insulin gauge was fluctuating for a short period of time. Reportedly, customer resumed insulin therapy. Customer's blood glucose was 96 mg/dl.